Event description:
It was reported that the relion® insulin syringe experienced a breach in sterility which was noted prior to use. The following information was provided by the initial reporter: stated. With a second syringe, she could not remove the shield. Stated, she pulled so hard that syringe fell to the floor and when she went to pick it up, the needle was sticking through the shield and she stuck her finger, ((B)(6) 2020) stated syringe was unused lot: 9322425 catalog: 328512 date of event: (B)(6) 2020).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/2/2020. H.6. Investigation: customer returned (5) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 9322425. Customer states that they could not remove the shield so she pulled so hard that the syringe fell to the floor and when she went to pick it up, the needle was sticking through the shield and she stuck her finger. All returned syringes were examined and no cannula through the shield was observed. All samples were also tested to determine the shield removal forces. All removal forces fell within specification. A review of the device history record was completed for batch# 9322425. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion® insulin syringe experienced a breach in sterility which was noted prior to use. The following information was provided by the initial reporter: stated. With a second syringe, she could not remove the shield. Stated, she pulled so hard that syringe fell to the floor and when she went to pick it up, the needle was sticking through the shield and she stuck her finger, ((B)(6) 2020). Stated syringe was unused. Lot: 9322425, catalog: 328512, date of event: (B)(6) 2020.